Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor encountered an issue when removing the wire from the catheter. The guide wire would not come out of the catheter. The wire started to unravel and the user pulled the entire catheter out. A new kit was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide and three-lumen catheter for evaluation. The spring-wire guide was passed through the distal line of the catheter and unraveled at the proximal end. The inner coil wire had separated adjacent to the proximal weld, causing the failure. Evidence of necking was observed at the fracture point, indicating undue force was applied to the guidewire. The guide wire was bent in several areas. No coil offset was identified. No damage to the catheter was observed. The outer diameter and length of the spring-wire guide were measured and were found to be within specification. A lab inventory guidewire was passed through the distal line of the catheter without issue. A manual tug test was performed on the distal weld to confirm it was intact. A device history record (DHR) review was performed and no issues were identified. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. The IFU states that if resistance is felt while removing the guide wire from the catheter, the catheter should be withdrawn 2-3 cm relative the guide wire and another attempt made at removing it. If resistance is felt again the guide wire and catheter should be removed simultaneously. The customer reported issue of the spring-wire guide becoming unraveled due to interaction with the catheter was confirmed during the sample investigation. Dimensional and functional testing was performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
The customer alleges that the doctor encountered an issue when removing the wire from the catheter. The guide wire would not come out of the catheter. The wire started to unravel and the user pulled the entire catheter out. A new kit was used without issue.